Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2014, the patient's qualifying condition was unstable angina. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left circumflex artery (lcx) with 95% stenosis and was 24mm long, with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75x24mmpromus element drug-eluting stent with 0% residual stenosis. After three days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was noted with isr on circumflex artery and was hospitalized on the same day. An angiography was performed which revealed lcx with 100% proximal isr extending up to distal lcx within saphenous vein graft. After two days of hospitalization, the 100% isr was treated with coronary balloon angioplasty with 0% residual stenosis. Four days after, the outcome of the event was considered to be resolved/recovered and the patient was discharged.